Event description:
It was reported a balloon ruptured on the first inflation at eight atmospheres during dilatation of a wall stent in the superior vena cava. During withdrawal of the balloon catheter through the introducer sheath significant resistance was encountered. Continual exertion against resistance resulted in the distal catheter shaft breaking in two locations and detaching in the pt. One segment was retrieved successfully utilizing forceps. Attempts to snare the second segment were unsuccessful. A cut down was performed for successful removal. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilation of a stent may result in contact with a surface that could damage the balloon material. Therefore, co believes the above factors may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "med-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."